Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The decision to report is based on lack of sufficient information regarding the source of the foreign body. (B)(4).

Event description:
It was reported that a ¿fiber¿ was observed on the tip of a trabecular micro bypass stent system. A back-up device was used to complete the procedure successfully. It is unknown when the reported fiber was observed. Additional information has been requested.